Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. The customer was advised that their device was no longer under warranty and requested it back unrepaired. The device was not returned to physio-control for an evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.